Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse proactively replaced all reaction cuvettes, realigned lamps and reagent probe 1 and also inserted chimneys into calcium reagents 1 and 2. The fse monitored the runs at the customer site for one week and no further calcium outliers were observed. The cause of the discordant falsely low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant falsely low results were obtained on three patient samples for calcium on an advia 1800 instrument. The samples resulted higher when repeated on the same instrument. The discordant falsely low results were not reported to the physician(s). It is unknown if the higher results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant falsely low calcium results.